Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros bhcg result was obtained from one patient sample using a vitros eci immunodiagnostic system. The definitive assignable cause of the non-reproducible, higher than expected bhcg result could not be determined. A reagent issue could not be ruled out as a contributing factor because quality control data was not available. Within run marker precision testing was not provided to verify the instrument. After maintenance and cleaning were completed, the expected bhcg result was obtained. An instrument issue could not be ruled out as a contributing factor. In addition, pre-analytical sample handling could not be ruled out as a contributing factor as the customer is not following the tube manufacturer¿s recommendations for spin time.

Event description:
The customer obtained a non-reproducible, higher than expected vitros bhcg result from one patient sample using a vitros eci immunodiagnostic system. Vitros total b-hcg result 72.17 miu/ml versus expected vitros total b-hcg result 2.40 miu/ml biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros total b-hcg qc result was not reported from the laboratory. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).